Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was an issue with the sheath. When the physician removed the catheter, there was blood coming out of the hemostatic valve. Additionally, the physically noticed air inside the valve. As a result, the sheath was replaced. Additional information was received indicating that the brim cap/hub did not become detached from the sheath. The sheath was being used on a patient during an atypical flutter case. No air entered the patient¿s body. There were no patient consequences. An abbott brk needle was used.

Manufacturer narrative:
It was reported that a patient underwent an atypical flutter case ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was an issue with the sheath. When the physician removed the catheter, there was blood coming out of the hemostatic valve. Additionally, the physically noticed air inside the valve. As a result, the sheath was replaced. Additional information was received. No air entered the patient¿s body. There were no patient consequences. The device evaluation was completed on 09-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).